Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The 75% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery(rca). An opticross¿ x imaging catheter was selected for use. During the procedure, the physician strongly pushed the opticross¿ x imaging catheter unintentionally into the lesion considering the good crossability to pass through the difficult lesion however, it was noticed that the tip of the opticross¿ x imaging catheter was deeply inserted into the lesion and the guidewire exit port was kinked. Thus, the opticross¿ x imaging catheter became stuck in the lesion. The physician then inserted another guidewire and inflated a balloon catheter to release the opticross¿ x imaging catheter from being stuck. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly. A kink was observed in the imaging window assembly in the distal end. The telescope assembly was able to properly pull back, advance and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The 75% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery(rca). An opticross¿ x imaging catheter was selected for use. During the procedure, the physician strongly pushed the opticross¿ x imaging catheter unintentionally into the lesion considering the good crossability to pass through the difficult lesion however, it was noticed that the tip of the opticross¿ x imaging catheter was deeply inserted into the lesion and the guidewire exit port was kinked. Thus, the opticross¿ x imaging catheter became stuck in the lesion. The physician then inserted another guidewire and inflated a balloon catheter to release the opticross¿ x imaging catheter from being stuck. No patient complications were reported and the patient's status is good.